Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mean gradient pressure increase. It was reported that the initial mitraclip procedure was performed on an unknown date in 2016, to treat functional mitral regurgitation (mr). Two clips were implanted. A second procedure was performed on (B)(6) 2018 due to increased mr. The clip delivery system (cds) was advanced to the mitral valve and the clip deployed. The mr remained at 2-3 and the gradient was >6mmhg therefore the procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number was updated from 80303u125 to 80503u125. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported effect of mitral stenosis appears to be related to procedural circumstances as the mean pressure gradient increased to 6mmhg after deploying the clip. The reported patient effect of unchanged mitral regurgitation (mr) appears to be related due to the patient morphology/pathology/disease progression. The reported patient effects of mitral stenosis and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.